Event description:
Caller reported a cgm error. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, after which the cgm error did not reoccur, and the sensor session was successfully restarted.